Event description:
Additional information: it was reported that the patient¿s implantable neurostimulator (ins) had turned sideways and not the patient¿s pump. At the same time the pump was replaced for battery depletion, the stimulator was revised. See manufacturer report # 3004209178-2012-09899 for information on the ins. It was reported that the patient received assistance from a manufacturer representative and his concerns were resolved. The patient¿s refill appointment was on (B)(6) 2012. It was also reported, however, that he was still having concerns regarding his device or therapy. It was unclear if this referenced the pump or ins.

Event description:
It was reported that 'back in (B)(6)' the patient's pump was 'turned and was sticking out' so the pump was revised. It was later reported by the healthcare provider (hcp) that the pump was replaced on (B)(6) 2012 due to battery depletion. The patient recovered without sequelae. The device system was used to deliver morphine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).